Manufacturer narrative:
No product was returned. The root cause of the delivery anatomy issue was most likely patient condition related.

Event description:
The user facility reported a 73-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant in japan had an inability to deliver the impella cp to the left ventricle due to native anatomy. There was peripheral arterial disease and calcification. The pump implant was aborted. No pump damage and no lasting harm or injury.